Manufacturer narrative:
Sc-1132, sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had difficulty charging the ipg following a fall, however, it was not confirmed if the fall had affected the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg following a fall, however, it was not confirmed if the fall had affected the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.